Manufacturer narrative:
Several unsuccessful attempts were made to obtain further information pertaining to outcome of this event.

Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report.